Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 872993) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure implants performed on same day". The patient's medical history included arthroscopy r knee, arthroscopy l knee, cholecystectomy, uterine dilation and curettage, irritable bowel syndrome and menorrhagia. Concurrent conditions included body mass index normal, cervical spinal stenosis, endometrial polyp and dysmenorrhea. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pruritic ("rash and itching in odd places"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), vision blurred ("blurred vision"), eye pain ("eyes hurt"), fatigue ("fatigue,"), constipation ("constipation"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On (B)(6)2011, the patient had essure inserted. In (B)(6)2015, the patient underwent transfusion ("blood or heart disorder/condition type: had to have 3 units of blood post surgery,"). In (B)(6)2015, the patient experienced irritability ("irritable /moody"). On an unknown date, the patient experienced abdominal pain ("abdominal wall pain /both side"), urinary incontinence ("bladder or urinary problems or changes,"), mood swings ("mood swings"), hot flush ("hot flashes"), night sweats ("night sweats"), feeling abnormal ("brain fogneurological conditions or problems type: brain fog / seeing stars"), amnesia ("some memory loss"), dizziness ("dizziness"), abdominal distension ("bloating") and diarrhoea ("diarrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash pruritic, migraine, nausea, constipation, alopecia, abdominal distension and diarrhoea had resolved and the irritability, female sexual dysfunction, headache, vision blurred, eye pain, fatigue, weight increased, abdominal pain, urinary incontinence, transfusion, dysmenorrhoea, mood swings, hot flush, night sweats, feeling abnormal, amnesia, dizziness, vaginal discharge and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, constipation, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, eye pain, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, hot flush, irritability, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, rash pruritic, transfusion, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted as previously date of insertion was mention as a (B)(6)2012, now in recent follow up it was given as a (B)(6)2018. Date of removal not mentioned. Patient's current weight 147 lbs. Patient was undergo in essure confirmation test: hysterosalpingogram (hsg). Discrepancy noted in date of implant :2011 ; 2012. It was reported that essure metal coils are present in the isthmic end of both fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 15-oct-2019: reporter, medical history was added. Added suspect drug expiration date and lot number. On (B)(6)2011, she implanted essure. Added event endometrial ablation and essure implants performed on same day. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthroscopy r knee, arthroscopy l knee and cholecystectomy. Concurrent conditions included body mass index normal, cervical spinal stenosis, endometrial polyp and dysmenorrhea. In 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pruritic ("rash and itching in odd places"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), vision blurred ("blurred vision"), eye pain ("eyes hurt"), fatigue ("fatigue,"), constipation ("constipation"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal chnges"). In august 2015, the patient underwent transfusion ("blood or heart disorder/condition type: had to have 3 units of blood post surgery,"). In september 2015, the patient experienced irritability ("irritable /moody"). On an unknown date, the patient experienced abdominal pain ("abdominal wall pain /both side"), incontinence ("bladder or urinary problems or changes,"), mood swings ("mood swings"), hot flush ("hot flashes"), night sweats ("night sweats"), feeling abnormal ("brain fogneurological conditions or problems type: brain fog / seeing stars"), amnesia ("some memory loss"), dizziness ("dizziness"), abdominal distension ("bloating") and diarrhoea ("diarrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash pruritic, migraine, nausea, constipation, alopecia, abdominal distension and diarrhoea had resolved and the irritability, female sexual dysfunction, headache, vision blurred, eye pain, fatigue, weight increased, abdominal pain, incontinence, transfusion, dysmenorrhoea, mood swings, hot flush, night sweats, feeling abnormal, amnesia, dizziness, vaginal discharge and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, constipation, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, eye pain, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, hot flush, incontinence, irritability, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, rash pruritic, transfusion, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted as previously date of insertion was mention as a (B)(6) 2012, now in recent follow up it was given as a (B)(6) 2018. Date of removal not mentioned. Patient's current weight 147 lbs. Patient was undergo in essure confirmation test: hysterosalpingogram (hsg). Discrepancy noted in date of implant :2011 ; 2012 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 21-dec-2018: pfs received. Events:bladder or urinary problems or changes, blood or heart disorder/condition type: had to have 3 units of blood post surgery, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hormonal changes describe: mood swings, hot flashes and night sweats, neurological conditions or problems type: brain fog and some memory loss,dizziness, seeing stars, vaginal discharge, gastrointestinal or digestive system condition type: constipation, bloating and diarrhea , dyspareunia were added. Outcome of event: pain, diarrhea, constipation, bloating were updated. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood altered ("moody"), irritability ("irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pruritic ("rash and itching in odd places"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), vision blurred ("blurred vision"), eye pain ("eyes hurt"), fatigue ("fatigue,"), weight increased ("weight gain"), constipation ("constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal wall pain /both side"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood altered, irritability, female sexual dysfunction, headache, vision blurred, eye pain, fatigue, weight increased, constipation and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, rash pruritic, migraine, nausea and alopecia had resolved. The reporter considered abdominal pain, alopecia, constipation, eye pain, fatigue, female sexual dysfunction, headache, irritability, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash pruritic, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted as previously date of insertion was mention as a (B)(6) 2012, now in recent follow up it was given as a (B)(6) 2018. Date of removal not mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Reporter information were added. Patient's demographics were added. Date of insertion were updated. Added events: moody, irritable, abnormal bleeding (vaginal), abnormal bleeding( menorrhagia),apareunia (inability to have sexual intercourse), rash and itching in odd places, migraines, headaches, nausea, pain, blurred vision, eyes also hurt, fatigue, weight gain, constipation, hair loss. Updated onset date, outcome. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 872993) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure implants performed on same day". The patient's medical history included arthroscopy r knee, arthroscopy l knee, cholecystectomy, uterine dilation and curettage, irritable bowel syndrome and menorrhagia. Concurrent conditions included body mass index normal, cervical spinal stenosis, endometrial polyp and dysmenorrhea. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pruritic ("rash and itching in odd places"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), vision blurred ("blurred vision"), eye pain ("eyes hurt"), fatigue ("fatigue,"), constipation ("constipation"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal chnges"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient underwent transfusion ("blood or heart disorder/condition type: had to have 3 units of blood post surgery,"). In (B)(6) 2015, the patient experienced irritability ("irritable /moody"). On an unknown date, the patient experienced abdominal pain ("abdominal wall pain /both side"), urinary incontinence ("bladder or urinary problems or changes,"), mood swings ("mood swings"), hot flush ("hot flashes"), night sweats ("night sweats"), feeling abnormal ("brain fogneurological conditions or problems type: brain fog / seeing stars"), amnesia ("some memory loss"), dizziness ("dizziness"), abdominal distension ("bloating") and diarrhoea ("diarrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal hemorrhage, menorrhagia, rash pruritic, migraine, nausea, constipation, alopecia, abdominal distension and diarrhoea had resolved and the irritability, female sexual dysfunction, headache, vision blurred, eye pain, fatigue, weight increased, abdominal pain, urinary incontinence, transfusion, dysmenorrhoea, mood swings, hot flush, night sweats, feeling abnormal, amnesia, dizziness, vaginal discharge and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, constipation, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, eye pain, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, hot flush, irritability, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, rash pruritic, transfusion, urinary incontinence, vaginal discharge, vaginal hemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted as previously date of insertion was mention as (B)(6) 2012, now in recent follow up it was given as a (B)(6) -2018. Date of removal not mentioned. Patient's current weight 147 lbs. Patient was undergo in essure confirmation test: hysterosalpingogram (hsg). Discrepancy noted in date of implant :2011 ; 2012. It was reported that essure metal coils are present in the isthmic end of both fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Lot number: 872993; manufacture date: 2011-06; expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.